Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
It was reported the customer experienced high blood glucose. Customer's blood glucose was 500 mg/dl. It was also reported the customer had ketones from their high blood glucose. Customer has treated their blood glucose with a manual injection. The customer's mother also reported insulin was not exiting from the insulin pump. Troubleshooting found insulin did not exit from the insulin pump with a high pressure test. The insulin pump will be replaced. No additional information provided.